Event description:
It was reported that t-wave oversensing (twos) occurred. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that t-wave oversensing (twos) occurred. The lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the ventricular lead continues to show twos and there was an impedance spike several months ago. It was also noted that the atrial lead has oversensing as far field r waves are being recorded. Both leads remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance - there was a patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2011 02:15:03. Trend data shows a spike increase for maximum right ventricular pacing equal to 760 to 1088 ohms range between (B)(6)-2011 and (B)(6)-2011, then returning to a baseline of 800 ohms on (B)(6)-2011.

Event description:
It was reported that t-wave oversensing (twos) occured. The lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the ventricular lead continues to show twos and there was an impedance spike several months ago. It was also noted that the atrial lead has oversensing as far field r waves are being recorded. Both leads remain in use.